Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all conductors were distorted at 51 cm. It was noted that there was blood in/on the helix mechanism, the stylet was bent, and the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the lead was being inserted through a sheath when it became bent. The sheath was noted to have difficulty with venous access. The lead was not implanted. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.